Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. The cosmetic box case and unit package were returned. As a result of checking the sample, there was difference between the label and the contents of the cosmetic box and the individual wrapping. In addition, the japanese label and the english label of the cosmetic box were the same, and the labels and contents of the unit package were all the same. In the labeling process, the label of the cosmetic box and the unit package are printed at the same time, and the label is continuously attached. Therefore, the cosmetic box and unit package will have the same product number and lot label. It was confirmed the manufacturing period and shipping time of each lot, but there was no overlap in the period, and there was a difference of 2 years or more, so there is no possibility that the cosmetic box and unit package were mistakenly mixed. The root cause was determined to have occurred after the shipment. Action taken was to notify overseas manufacturers of the occurrence of this event and record this event in a database to monitor the future occurrence status.

Event description:
It was reported that during the pre-use check, the customer noticed a product with cuff was enclosed in the package. However, the product model number printed on it was one without cuff. No patient injury was reported.